Event description:
Pt reported that in 2004 pt experienced a low blood glucose (21 mg/dl) event in which they lost consciousness and were treated by paramedics - treatment received: glucola. Paramedics wanted to transport the pt to the hosp, but they declined their request.